Event description:
It was reported that a spark was observed at the yellow sheath. The electrosurgical radio frequency was not on spray coag.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.